Event description:
It was reported that a trauma pt underwent a procedure to fix t12-l2. It was reported that the post op x-rays showed that the plug at right side t12 loosened and the rod at the same side migrated. A removal surgery will be performed approx five months post op to remove the whole construct.

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.